Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the implantable cardiac defibrillator exhibited backup vvi operation and could not be interrogated. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis description: final analysis found the reported inability to communicate with the device was confirmed in the laboratory and was due to backup dfo (bdfo) mode. The device was tested on the bench and no anomalies were found. The cause of the bdfo mode could not be determined.